Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the decreased visual acuity was treated with eye drops.

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A customer reported reduced visual acuity, yag laser, blurry vision, strong glistening, and ssng following an intraocular lens (iol) implant procedure. There was no abnormality in the patient's retina. Additional information was requested. There are two reports for this event. This is for the first eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient had surgery due to 'bad shoulders'. As the shoulders improved, the eye sight improved.